Manufacturer narrative:
D4 primary UDI number was updated to (B)(6). On 8-aug-2024, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) - persistent procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the hemostatic valve let the air out once the sheath was out of the body. When the vizigo sheath was replaced, the issue was resolved. The physician confirmed that no air entered the patient. No medical intervention was required. No patient consequences were reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and irrigation test were performed following bwi procedures. Visual analysis of the returned sample revealed no damage or anomalies on the device. Irrigation testing was performed and fluid was leaking from the handle. The device was sent to the supplier for inspection, and they conclude that there was a medium to large size bubble with a hole in the fillet to the hub glue due to the manufacturing process. An awareness training was performed for all the personnel in this process, no more actions were required. A device history record was performed for the finished device number lot 00002431 and no internal action related to the complaint was found during the review. The air flow back issue reported by the customer was confirmed due to the leakage observed during the test. The root cause of the air flow back was a medium to large size bubble with a hole in the fillet to the hub glue. The instructions for use contain the following recommendations: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulates. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - persistent procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the hemostatic valve let the air out once the sheath was out of the body. When the vizigo sheath was replaced, the issue was resolved. The physician confirmed that no air entered the patient. No medical intervention was required. No patient consequences were reported.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Correction to the initial report: g1. Manufacturing site. Is freudenberg medical llc, therefore g1 manufacturing site details have been updated. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).